Event description:
User received erroneous results for five patient samples for glucose, bicarbonate, and sodium. One example for bicarbonate was provided. Initial result was 43 mmol/l. The tech questioned the high value and manually repeated the sample. The repeat result was 26 mmol/l. The repeat result of 26 was reported because it closely matched the patient's previous history. On initial visit, the field service representative could not duplicate the issue, but noted he decontaminated the incubation bath and identified an intermittent drip on rinse nozzle 4 and reseated the tubing. He also changed the cuvettes and lamp. On subsequent visits, he determined the cell wash was overflowing and replaced the valves and adjusted the water level. He also determined there was a fluidics imprecision with the cell detergent nozzle and replaced the check valve nozzle 3 and 4 supply and waste tubing and adjusted the dispense. Performance tests were performed.